Event description:
On (B)(6)/2009, pt reported, he has noticed moisture in his infusion device which he thinks may be insulin. Pt stated, he has never seen any leaks of insulin but he can smell it. Pt reported he also noticed moisture in the cartridge chamber. He stated, it is not enough moisture to pour out, but enough to see clinging to the walls of the cartridge chamber. Pt reported he has been able to dry it out using a soft cloth. Pt stated, he attaches the infusion adapter and the infusion tubing to the cartridge before he inserts it and has not seen any actual leaks in his system. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.